Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced a need to charge the implantable pulse generator (ipg) more frequently as expected. As a result, the patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was retained by the patient and will not be returned.